Manufacturer narrative:
E1: initial reporter postal code: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between an unspecified line of the homechoice cassette and the solution bag which resulted in a leak, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unknown process step of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between one of the lines of the homechoice cassette and solution bag which resulted in a leak, that led to this alarm. The patient pushed the line to get a solid connection to the bag. Renal therapy services (rts) assisted the patient to end the therapy session and advised the patient to start a manual drain. There was no report of patient injury or medical intervention associated with this event. No additional information is available.